Manufacturer narrative:
Describe investigations and methods used to conduct analysis of the complaint: the device, an endoplus 88-8233 which had been private label manufactured by endoplus for carefusion, was returned to endoplus for investigation. The primary failure mode was a broken jaw (component # 14238j) and all components were accounted for including the broken jaw. Visual inspection of the device revealed evidence of third party modifications. Specifically, dimensional inspection of the returned device reveals approximately .008" of material had been removed by a 3rd party from the clevis (component # 11500c) which contains the jaw and linkage mechanism of the final assembly. The lot code had also been removed from the device. Additionally, visual inspection of the returned device revealed that the OEM shaft insulation installed by endoplus had been removed and replaced by a third party. While the missing lot code limits endoplus' ability to establish the exact date of manufacture, attributes of the design suggest this device was likely manufactured prior to 2012, which would suggest the device is at least 8 years old. Although an exact root cause cannot be attributed to this failure mode, the investigation revealed observable evidence of 3rd party modification which is likely to have been causal.

Event description:
Customer reported: "prestige instrument broke during process. Found in bag so contained at all times in the bag. The entire clip of grasper broke off during the case. Procedure: robotic assisted total laparosopic hysterectomy" endoplus confirmed there was no patient injury or death associated with this event.